Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy- "blade and handle repeatedly getting stuck in engaged position." Patient status - unknown.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The root cause of the event remains unknown because the event device was not returned. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received 5 july 2016: jaws would lock in the closed position, surgeon had to use the lever to manually open. The blade lever was not engaged when the surgeon was attempting to unlatch the handle. This happened a handful of times through out the case. Probably 10 activations the device been used before the issue was observed . The surgeon able to unlatch the handle. He'd have to just work at the handle with his grip to unlatch it. The jaws were locked on tissue. The surgeon was about to release the jaws.